Event description:
The user injects 54 units of levemere (each with corresponding pen) 1x per day. He called in stating that the pn are dull and they don't inject his full dosage. He has to use between 4-5 pen needles each time he injects. He does not reuse pen needles. This is his 2nd complaint this year and 4th overall.